Manufacturer narrative:
The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance and functionality were unremarkable with no deficiency identified. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 22 may 2024 from the home therapy nurse (htn) of a 62 year old male patient with a medical history including hypertension and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2024.